Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Explant date - the explanted screw is a subcomponent of the femoral component; only the screw was removed. There are warnings in the package insert that this type of event can occur. Under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity." This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-03476 / 1825034-2016-03482).

Event description:
Patient underwent a knee revision procedure approximately five years post-implantation due to disassociation of a femoral screw. During the procedure, the screw was removed and the femoral component remains implanted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photographs and x-rays. The visual inspection of the pictures taken during the decontamination process does not exhibit any defects or deformities. The actual product could not be evaluated as it was lost during the process of moving it back for investigation. Corrective action has been taken to address the product return process. Looking at the x-rays it is evident that the screw has backed out and can be seen in the joint space. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Medical product - bmt splined knee stm 14x80 catalog # 141614 lot# unk, biomet ilok stem tib tray 63mm catalog# 141511 lot# unk, vngd post fem aug 65x5 rl/lm catalog# 184144 lot# unk, vngd post fem aug 65x5 ll/rm catalog# 184164 lot# unk, vngd ssk psc tib brg 22x63/67 catalog# 183872 lot# unk, bmt splined knee stm 12x120 catalog# 141652 lot# unk